Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). It is important to note that the customer has a history of preexisting sinus complications, including but not limited to known allergies/sinus sensitivity, which predates the use of the soclean device. Given that the customer has been using the soclean device since around 2020 without reporting any symptoms or issues until 2025, it is reasonable to attribute the current symptoms to the customer's preexisting sinus condition rather than the device itself. Reporting for due diligence.

Event description:
Customer reports reoccurring sinus infections. The customer has received several interventions for recurring sinus infections, including a consultation with a sleep md & neurologist, who recommended discontinuing the use of the soclean 2. Recommendation of discontinued use by the md was a year ago. The customer also saw a physician last month and received unspecified antibiotics.